Manufacturer narrative:
(B)(4). Additional information received: "the surgeon completed the vessel sealing with the advanced hemostasis mode. As far as he could remember the cycle was completed during the firing."

Manufacturer narrative:
(B)(4). Additional information received on 9/16/2019: what was the name of the thoracic procedure? -esophagectomy. What was indication for surgery? How much time between the original procedure and the re-op? 24 hours. What vessel was being sealed? -short gastric vessels. What was the approximate size of the vessel being sealed? 4-5mm with about 1-2mm of fatty tissue around it. What was the power level for advance hemostasis? 3. What was the approximate blood loss? Unknown but a transfusion was required during the re-op. During the re-op, was the site of bleeding identified? If so, was that an area where the hd device was used? 3 short gastric vessels, yes this is where hdi was utilized. He did admit that the patient did have a lot of fatty tissue around the vessels that he had bleeding on. What is the surgeon¿s experience with the hd device? Experienced surgeon, uses it quite often for most procedures. What was done in the re-op? One vessel was clipped and two others were sutured. What is the current patient status? Patient is currently fine after the re-op.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The following information was requested, but unavailable: what was the name of the thoracic procedure? What was indication for surgery? How much time between the original procedure and the re-op? What vessel was being sealed? What was the approximate size of the vessel being sealed? What was the power level for advance hemostasis? What was the approximate blood loss? During the re-op, was the site of bleeding identified? If so, was that an area where the hd device was used? What is the surgeon¿s experience with the hd device? What was done in the re-op? What is the current patient status?

Event description:
It was reported that post op of an unknown thoracic procedure, the patient had to be reoperated on. Unknown exact reason. Surgeon believes it was from the vessel sealing. There were no patient consequences reported.